Event description:
Caller reported that the t:slim x2 pump battery would not charge, accompanied by a power source alert in the pump history. There was no adverse impact to the customer's blood glucose level. Following an attempt to leave the wall adapter plugged into a working outlet for at least 30 minutes, the pump began charging using the original supplies, and no further assistance was required.